Manufacturer narrative:
(B)(4): improper or incorrect procedure or method, failure to follow steps/instructions - no femoral angiogram was performed. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other device referenced was filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement was attempted in a common femoral artery using the preclose technique prior to a percutaneous endoprosthesis interventional procedure. A femoral angiogram was not performed. Reportedly, the knot did not appear and the suture was not attached to the device. A second proglide device was used with the same results. A third and fourth proglide device were used for successful suture placement. The interventional procedure was completed. Hemostasis was achieved using the two proglide pre-placed sutures. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure noted. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. Two of the anterior cuff tabs were broken off and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The observed anterior cuff returned disengaged from the anterior needle, anterior needle barb damage, and the noted cuff tab damage is suggestive of a cuff to needle tip detachment would result in a suture retrieval issue. Therefore, the reported complaint is confirmed. The reported knot was not formed could not be replicated in a testing environment, due to the returned condition of the device, thus was not confirmed. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause cannot be determined for the reported experience. The additional proglide device used in an attempt to achieve hemostasis and the delayed treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The arteriotomy was 6fr or 7fr sheath and during the procedure the sheath was upsized to a 14fr and 18fr sheath. Reportedly, the knot was not formed. A femoral angiogram has been performed prior to the procedure.